Manufacturer narrative:
Additional information has been requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that an over delivery error occurred.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. All device history records are reviewed for quality inspections and compliance prior to releasing the product for shipment. A functional test and visual inspection were completed, and the reported issue is not confirmed. The root cause of the reported condition could be identified. Therefore, a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.